Manufacturer narrative:
The ICD was not returned to cpi for analysis.

Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system was oversensing. A lead revision was performed and a rate sensing portion of the transvenous defibrillation lead was found to be fractured. The rate sensing portion of the lead was capped and replaced with a bipolar endocardial lead. The shocking portion of the original lead remained active and in service. One week after lead revision the ICD was interrogated and a memory fault error code was observed. The ICD was removed, the remainder of the transvenous defibrillation lead was capped and the bipolar endocardial lead was removed.